Event description:
Per the reporter, the patient's body "rejected" the pump. Further details regarding the pump rejection were not reported. The physician removed the pump. A pump was implanted on the left side of the body instead of the right. The pump medication was not reported.

Manufacturer narrative:
(B)(4).